Manufacturer narrative:
Other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had a sudden return of the patient's symptoms, noting that when the caller woke the patient up the morning of the call the patient was "completely out of it" and was not able to understand the caller. Caller also noted that the patient's hands were trembling pretty bad. The caller was calling to get direction on syncing with the ins, as they've been unable to do so. Patient services had the caller attempt to sync, but the programmer screen would not power on. The caller did not have replacement programmer batteries available. The caller would call back once new batteries were obtained. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.